Event description:
The device was explanted and returned to the manufacturer for analysis with a report of "catheter malfunction". Follow up revealed: md was unable to get csf flow but no kink was noted. A follow up report wil be sent when additional information is received.